Event description:
The customer reported that the flexvision monitor has fallen on the floor during the night. The actuator is broken. The actuator on the monitor ceiling suspension (mcs) failed which caused the mcs and the 56 inch flexvision monitor to fall. No patient, user or bystander was harmed.

Manufacturer narrative:
(B)(4). The internal investigation revealed that the root cause is related to an assembly error of a retaining ring (seegerring) in the rotorshaft of the actuator at our supplier. We initiated appropriate action towards this supplier and installed measures to prevent this from happening in the future. After replacing the actuator the problem on site was solved and the system is properly working again.